Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-10. The rep received a text message from the patient at 12:08 stating that they had the battery and leds taken out. The rep asked if it was done emergently and if they were in the hospital. The patient¿s response was ¿not in hospital. The batteries had worked its way out¿. The rep has no further information to provide. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins). The rep called the patient who told them that they had to see their healthcare professional (hcp) and it isn¿t good. The patient said that it has to come out. They went in because it was oozing and the hcp could see it. The ins site is open and the battery will be removed. The patient just has to decide when they are going to have it removed. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient denies any falls or other potential contributing factors. No diagnostics/troubleshooting was performed. The patient was assessed by the hcp on (B)(6) 2019 per the patient¿s report. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.